Event description:
Customer states she had symptoms of low blood sugar and her mother called the paramedics. Customer tested at 92 mg/dl on her compact plus meter. Within 10 minutes, paramedics arrived and tested the customer at 40 mg/dl on their meter. Customer was treated with sugar water by her mother before and during the time the paramedics were at the scene. No treatment provided by paramedics. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.